Event description:
The patient's vendor reported that the adhesive of the patient's infusion sets do not stick and the patient experienced elevated blood glucose of 298 mg/dl. The issue occurred 2-3 times in the past 3 weeks. The patient's normal blood glucose level is 120-140 mg/dl. No further information is available. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.